Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, the delivery catheter was advanced a small way into the patient when the physician felt a grating sensation and withdrew the device, discovering a sharp piece on the collar that was not evident during loading or initial advancement. A laceration occurred in the femoral area upon entry. Bleeding was reported, which was resolved with normal closure techniques. It was reported that the valve was loaded successfully and on deployment on the table, was fully intact and opened normal.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, a 14 french (fr) non-medtronic introducer sheath (gore dryseal) was used as an exchange sheath during the procedure and was removed prior to the inline sheath being inserted. Per the physician, no anatomical concerns were noted at the femoral access site. Non-medtronic closure devices (proglide) were used in the procedure.

Manufacturer narrative:
Updated data: b5 d9 continuation of d10: product ID dryseal; product lot/serial number n/a; product type: introducer sheath; implant date ; explant date product ID proglide; product lot/serial number n/a; product type: closure device; explant date h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic's quality laboratory, visual analysis showed the delivery catheter system was received without a valve loaded within the capsule. The device was received with the capsule fully opened. There was a kink to the proximal end of the inner member shaft. Delamination was observed over the nitinol reinforcing frame along the proximal end of the capsule. There was one nitinol crown protruding from the capsule tip. There was a bend to the stability shaft. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The reported event for protrusion component could be confirmed in the analysis. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.